Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse could replicate the issue. The integrated electrosurgical unit (iesu) was replaced. The system was tested and verified as ready for use. Isi received the iesu for failure analysis investigation. The unit was analyzed but the reported failure could not be reproduced. The unit energized and cauterized, and all ports recognized instruments.

Event description:
It was reported that during a da vinci-assisted ureteral reimplantation surgical procedure, the integrated electrosurgical unit (iesu) was not recognizing bipolar connections. The customer stated that there was a check energy cord connection message and a question mark displayed on the iesu. The customer stated that the monopolar energy was working normally. The system logs showed no related errors. The customer used three different bipolar energy cords, replaced the instrument, and tried both bipolar ports on the iesu prior to contacting intuitive surgical, inc. (Isi) technical support. The isi technical support engineer (tse) recommended the customer to power cycle the iesu. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The intuitive surgical, inc. (Isi) field service engineer (fse) found error 25920 and noted that bipolar was not firing. The complaint was not confirmed based on failure analysis. A review of the site's system logs for the reported procedure date was conducted by isi quality engineer (qe). Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The probable root cause of this reported complaint is attributed to an intermittent issue on the erbe integrated electrosurgical unit (iesu).

Event description:
Refer to h11 for follow-up information.